Manufacturer narrative:
Concomitant medical products: d284trk ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with non-physiological noise, non-sustained tachycardia episodes, and sensing integrity counter (sic). The pace/sense portion of the lead was capped and the superior vena cava (svc) coil portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.